Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the positioning of 0 millimeters (mm) on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc) was too shallow in relation to the target implant depth, so the valve was subsequently recaptured. Upon the second deployment attempt, the deployment depth was the same and it was ultimately decided to deploy the valve at that depth. Upon the detachment of the paddles, the ncc side of the valve became detached from the annulus. Hemodynamics were observed to be normal, and although moderate to severe paravalvular leak (pvl) was observed, the valve remained deployed and the patient was kept for observation.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 09-jul-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following valve deployment, the implant depth was approximately -10 mm from the lower edge of the annulus.